Event description:
It was reported that an unknown amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024. The occluder was implanted. Ten hours post-implant the patient presented with a cardiac tamponade. The patient was placed on a ventilator with a pericardial drain. Approximately a liter of blood was removed from the sac.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that ten hours post-implant of amulet occluder the patient presented with a cardiac tamponade. Also reported that the patient was placed on a ventilator with a pericardial drain and approximately a liter of blood was removed from the sac. No additional information was received to indicate that the patient¿s monitored activated clotting time was abnormal or if there were operational difficulties. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The cause of reported patient effects pericardial effusion and cardiac tamponade could not be conclusively determined. The reported intervention was a result of case-specific circumstances as a patient was placed on a ventilator with a pericardial drain. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.